Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The screen blacked out due to defective plug unit. In addition, the following non-reportable malfunctions were found during the device evaluation: the light guide bundles and protector were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device screen went black. The reported problem was found during reprocessing prior to a diagnostic procedure. The patient was not under anesthesia. There was no harm or user injury reported due to the event.